Manufacturer narrative:
Pending investigation.

Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date (B)(6) 2011; inratio: 2.0; lab: 3.5; patient's target range: (2.0-3.0). Lab testing was done several hours later.